Event description:
It was reported that the ilet displayed an alert 60 indicating a bluetooth communications error after the device powered back on following a depleted battery, and repeated restarts did not clear the alarm, consistent with a failure to read an input signal associated with the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information the user provided. Investigation of this case revealed signal loss consistent with a device input communication failure involving the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.